Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h4, h6, h10 duragen 4x5 1 pack ce (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. As a result, the root cause of the reported issue could not be determined. However, an assessment was performed by scientific affairs which concluded the following: based on the reported complaint, the dura must have been closed by the application of duragen as the patient had no symptoms of csf leakage during the course of their 18 months of post-op recovery. The regenerated dura can sometimes be overlooked by the surgeon. This case is particular complex to determine causality without more specific information and re-reop imagining studies. However, the meningioma had not been fully resected in the first procedure and had grown back to a size that required further resection. If the tumor was tissue invading, it would have likely engulfed the regenerated dura and would very likely tether the cortex to the cranial periosteum. If the attachment was not noted in the pre-op imaging (CT), then removal of the tethered cranial flap could have easily damaged the cortical surface causing a cortical bleed that would require hemostasis.¿ based on the scientific affairs assessment provided it is not possible to determine a possible root cause without more specific information and re-reop imagining studies. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 4x5 1 pack ce (id4501i) was used for the case of meningioma in (B)(6) 2021 and was placed so as to firmly cover the entire circumference of the dura. On (B)(6) 2023, reoperation was performed because the patient's tumor had recurred, and the dura mater had not regenerated when the bone was removed at the recapitulation. Duragen had disappeared, and the surface of the brain was partially damaged. Hemostasis was performed, and in this operation, the artificial dura mater of another manufacturer was used. Subsequently, the patient recovered.